Event description:
A malfunction alarm identified as alarm 20 occurred, which was verified in the pump¿s history during use. The customer¿s blood glucose level at the time of the event was not reported. Technical support determined that the pump was still under warranty, confirmed the customer's shipping address, and provided instructions for pump storage and return. Although the customer declined to share information about backup insulin therapy, they were informed of the need to replace the pump and agreed to return the malfunctioning device using the prepaid return label provided.